Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was impacted. Reportedly, the customer changes the cartridge and infusion set every three days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hrs. The product has not been returned for evaluation. Should new info become available, a follow up report will be submitted.